Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window corners, cracked battery tube threads and cracked display window corner.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is 300 mg/dl. The customer stated that she changed the battery and replaced the cap and display went blank. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.